Event description:
It was reported that the procedure is in process at the time of this reporting. The device was being used during a robotic lobectomy. The device was fired across an artery and the staple line begin to bleed and unzipped completely. The case has been converted to open at this time. There has been a large amount of blood loss, but quantity is unknown at this time. The patient condition at this time is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Instrument b: batch # h5270y. Exp date:06/26/2016; MFR date: 07/26/2011. The analysis results found that the (B)(4) device (a) was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The analysis results found that the (B)(4) device (b) was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.